Event description:
Related manufacturer reference number: 2017865-2023-47563. It was reported that an asymptomatic patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right atrial lead exhibited noise oversensing which resulted in inappropriate mode switch. It was also noted that the right ventricular lead exhibited noise oversensing. No intervention was performed. There were no patient consequences.